Event description:
Customer reports the advantage system produced result of 602 mg/dl, which is outside the meter measurement range of 10-600 mg/dl. No high blood glucose symptoms reported. No action taken based on device result. No quality controls were used. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
Additional concomitant medical products: furosemide 20mg once daily - 3 years, atenolol 50mg oncce daily - 3 years.